Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostics system. A definitive assignable cause for the event could not be determined. Based on historical quality control results, a vitros tropi es lot 2630 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid at concentration at or below upper reference limit (url). Therefore, a reagent issue cannot be entirely ruled out. A vitros instrument issue cannot be completely ruled out as a contributing a contributing factor to the event, as dry fluid was found around the probe and wash assembly, and the probe was loose and needed to be replaced. However, as there was no within-run precision test performed pre-service, it is not possible to confirm the performance of the vitros system prior to service intervention. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros eciq immunodiagnostics system. Patient vitros tropi es result of 0.060 ng/ml versus expected 0.018 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was not reported from the laboratory. There were no allegations of patient harm as a result of this event. (B)(4).